Manufacturer narrative:
Manufacturing and inspection records were reviewed and no issues were identified. A visual examination under magnification of the returned arh removal tool shaft (pn 80-2018) was performed. Screw tip of the shaft was fractured. The fracture occurred at the point where the main body decreases in diameter to the tip. This broken piece was not returned. The broken shaft measured 6.589" long indicating that the fracture occurred approximately 0.161" inches from the end of the shaft. The fractured surface appeared mostly flat with a dull, gritty texture across the fracture surface. The threaded portion of the removal tool is screwed into the stem when removal is occurring and then utilized with a cross bar to facilitate stem removal. Tip breakage for the tool shaft may occur if the removal tool was not fully seated before removal began, off axis bending happened during removal, or improper surgical technique following occurred. No definitive conclusion can be made.

Event description:
While using the remover tool to remove a device the thread of the extractor broke off and got stuck in the implant. There was an hour delay to remove both devices. No adverse effects to the patient.